Event description:
It was reported that the right ventricular lead dislodged. The lead was to be repositioned, but the physician decided to explant and replace the lead. During the implant attempt, once the new lead was placed in the heart, the pacing threshold was not acceptable. When the physician tried to reposition the lead, the helix would not retract. The lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524 lead, implanted: (B)(6)1997. (B)(4).